Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was initially reported that there was a problem with recharging the patient¿s implantable neurostimulator (ins). Additional information received on (B)(4) 2010 that there was coupling issues with the patient¿s ins and a overdischarge condition was suspected. It was noted that the patient had not had stimulation or had not charged the ins for over a month. Additional information received on (B)(4) 2011 reported that there were telemetry and recharging issues with the patient¿s ins. It was confirmed that the last time the patient had charged the ins was in (B)(6) 2010 due to compliance issues. It was reported that 4 physician mode recharge (pmr) procedures had been performed without success in bringing the device out of the overdischarge state. A power-on-reset (por) was also observed on the patient¿s ins. Information received on (B)(4) 2011 reported that manufacturer¿s representative had performed 20 pmr procedures on the patient¿s ins and spent over 5 hours with them in the clinic. It was noted that this was the second overdischarge condition on their ins. It was also reported that the device was tilted in the pocket site and that the patient had difficulty charging the ins. Additional information received on (B)(4) 2011 reported that x-rays taken did not show that the ins was flipped in the pocket but that it was tilted. It was confirmed that a ¿trickle charge¿ was performed on the ins to bring the device out of the overdischarge state but was unsuccessful. It was believed that the physician planned on replacing the device but definite was heard. If additional information is received, a follow up report will be sent.